Event description:
Customer states: reported the suction was performed for the first time after intubation and no air leakage was confirmed by measuring the cuff pressure with pressure gauge. At two hours use on a pt at hospital after the suction was performed for the second time, a nurse measured the cuff pressure again and confirmed air leakage from the cuff. The customer confirmed that decannulation/recannulation of a replacement tube was performed.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect damage to the cuff and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.